Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime a33 test due to a faulty force sensor resistor. They were not able to perform basic occlusion, occlusion, and excessive no delivery test due to the compromised force sensor system alarm. All of the operating currents were normal. There was no pump turn off, blank display or damage inside of the pump noted. The pump had a minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call that they experienced high blood glucose and that the insulin pump alarmed compromised force sensor system. A few days prior to the call, the customer stated that they were squirted by a hose and that the pump was working less and less. The customer's blood glucose was 459 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections and was feeling okay. During troubleshooting, the customer stated that the drive support cap appeared normal and had not been pressed. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. They were advised that the insulin pump will need to be replaced. The insulin pump was returned and analysis was completed.